Event description:
EKG done on patient; EKG reports pt is in junctional rhythm. Incorrect rhythm. EKG repeated; amp reports "afib", still incorrect. EKG done with old machine, interprets as sb --correct rhythm.